Event description:
Information received from the field notes that the patient had bypass surgery and exposure to electrocautery. After the elec trocautery, the device exhibited no pacing in doo mode. The day after surgery, the device was paciing in ddd mode but when measurements were attempted, the device went back into doo mode with no pacing.